Event description:
The customer contacted physio-control to have their device checked because it did not correctly display the battery status. In a letter that came with the device, the customer had written that the device did not power on when they wanted to use the device to resuscitate a patient. The customer had tried to power on the device several times. The patient was taken care of until an ambulance arrived after approx. 8 minutes. Treatment was then taken continued by the ambulance crew. There was patient use associated with the reported event however, there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue of the device not powering on. The device powered on, and a defibrillation shock could be delivered. The customer declined further evaluation and requested to have the device returned to them.